Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the statlock arrived larger in size and it was made of a different material. Usually it was made of plastics but this one had fabric. Per customer via phone on 14jun2021, customer stated that complaint was false and that there was no complaint. The packaging was different so customer assumed what was inside the package was different but that was not true.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the statlock arrived larger in size and it was made of a different material. Usually it was made of plastics but this one had fabric.